Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they wanted to meet with a manufacturer representative because they did not understand how to use their device. The patient reported that they were not feeling relief in the left side. The patient stated that they would have to have another surgery to get wires implanted to carry the current to the left side if they could not get the stimulation to the desired area. No further complications are anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient fell in (B)(6) of 2017 and they no longer felt stimulation on the left side. The patient tried adjusting the stimulation on the right side, but it was not relieving the pain. The patient is in pain and had been to the ER. They were seeing a healthcare professional (hcp) and need an MRI. MRI guidelines were sent to the facility. No further complications were reported.